Event description:
It was reported that during the use of the product, the suction line came off. As an emergency measure, the product was fixed with medical tape and continued to be used until the time when it would be replaced with next one. No patient injury.

Manufacturer narrative:
4582; a1203 [1171]; b21 [4118]; c21 [3233]; d16 [11].

Manufacturer narrative:
One used decontaminated device was received for investigation without its original packaging. Under visual inspection it was noticed the suction line connector was partially detached. The complaint was confirmed. The root cause was due to the tube not submerged properly in solvent dispenser or dispenser with low level of solvent during manufacturing. No lot number was provided so a device history record (DHR) review and service history could not be performed. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.